Manufacturer narrative:
(B)(4). One representative sample returned for investigation. Based on the complaint statement, "we had 2 types of cases of leaks with the urinary catheters. 1. Leak at the level of the balloon. Balloon inflated with 13ml and with the syringe the nurse only retrieved 7ml. Leakage of urine despite a balloon properly inflated. Attempt to inflate the balloon was easy and balloon was able to be inflated to its required shape and size. The inflated balloon was monitored for more than 30 minutes and the balloons able to remain in inflated condition. Attempt to deflate the balloon did not show any sign of resistance and balloon able to return to its original state. Leak on balloon may happen due to various reasons such as contact with sharp object during use i.e. Contact with clamper, kidney dish/tray. Balloon could also split as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty sediment could also possibly lead to balloon tear. (Robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process as well. In conclusion, in manufacturing all catheter is 100% inflation and deflation tested and such failure in manufacturing could be detected. Therefore, this complaint could not be confirmed.

Event description:
We had 2 types of cases of leaks with the urinary catheters. Leak at the level of the balloon. Balloon inflated with 13ml and with the syringe the nurse only retrieved 7 ml. Leakage of urine despite a balloon properly inflated. We had to re-catheterized the patients. The patients are elderly and we cannot explain the recurrence of leaks on several patients (man and woman) in recent weeks with catheters from different sizes. Additional information: leaks appeared after 4-5 hours of use. Catheters self-expelled. Patients got irritation of the external urethral orifice; no other medical intervention necessary.